Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital for possible infection. The patient experienced decreased level of consciousness, elevated wbc count, and pyrexia. The patient was treated with antibiotics. The patient underwent multiple diagnostic CT scans which revealed a hemorrhagic stroke. The patient's care was withdrew by the family and the patient expired in the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted. Death and serious, life-threatening adverse events, including stroke and bleeding, have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-01090 and 3007042319-2015-03821) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that on (B)(6) 2014 that a patient was admitted to the hospital from the rehabilitation unit for possible infection. It was noted that this patient was implanted with two left ventricular assist devices to support both sides of the heart. The patient showed elevated white blood cell counts and pyrexia which was treated with antibiotics. No growth from cultures was noted. A computed tomography (CT) scan of the chest was performed and reported negative. The patient's level of consciousness was decreased and a head CT was performed. The results showed a cerebral hemorrhage, most likely due to hemorrhagic conversion of infarct. On 15 sep 2014, another head CT was performed which revealed marked increase in size left cerebellar hemorrhage with brain stem compression and herniation. The medical staff discussed the patient's condition with the family and support was withdrew. It was reported that the patient expired on (B)(6) 2014. The device was not returned to the manufacturer as it remains implanted.